Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose (bg) level of 1000mg/dl. Bg was treated with intravenous fluids of saline and insulin, and the customer was discharged approximately five days later with the issue resolved. Reportedly the customer experienced pancreatic damage as a result of the event. The customer alleged that the pump did not deliver insulin as intended. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.